Event description:
The customer reported via phone call that their sensor broke off in their skin. The customer stated they had to use tweezers to remove the pieces that stayed in her body. Customer's blood glucose was unknown. The customer did not save the sensor to be returned for analysis. The sensor will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.